Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced will be filed under a separate medwatch report number.

Event description:
This is filed to report the difficulty removing the device. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. The transseptal height and location were not optimal due to the patients anatomy. However, the steerable guide catheter (sgc-20406r121) crossed the septum. The clip delivery system (cds-20428r309) was inserted in the anatomy and was unable to achieve optimal septal anatomy. The physician made several attempts before deciding to rewire and achieve a different location on the septum for crossing. While removing the cds from the patient, the clip got caught on tip of the sgc. Troubleshooting was performed to become unstuck and then the devices were withdrawn from the patient. There was damage noted on the soft tip from the teeth of the grippers. The physician was advised to use a new sgc due to the damage on the soft tip and because too much negative was applied to the sgc. The guide shaft appeared to be set in the negative position even when in neutral. The physician exchanged the sgc and cds and the procedure continued. One xtw clip was implanted reducing the mr to a grade of <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported difficult to remove (cds/sgc) could not be determined. The reported difficult or delayed positioning (anatomy) appears to be due to procedural conditions. There is no indication of a product issue with respect to manufacture, design, or labeling.